Event description:
Medtronic received information that after the second valve implant (valve-in-valve), the catecholamines (medication) caused hypertension (systolic approximately 290 mmhg), however the hypertension did resolve. Syncope and hypotension was noted after the patient's access site was closed. Angiography confirmed occlusion of the left main coronary artery (lmca). Cardiopulmonary resuscitation (CPR) was initiated as the ventricle stopped pumping, and the patient was connected to a heart-lung machine. The chest was opened to make a bypass from the left internal mammary artery (lima). Abdominal bleeding was noted, and a laparotomy confirmed a liver laceration and a hole in the vena cava from which the patient was bleeding. The bleeding dramatically increased. More than 6 units of blood were transfused. Subsequently the patient died. It was reported that the occlusion of the lmca was from an embolism (with the history of endocarditis there was heavy calcification noted and a 10 mm floating structure) and the valve-in-valve procedure with low flow to the left coronary sinus. It was reported that the CPR caused the liver bleed. The cause of death was noted to be due to massive blood loss. The devices remain in the patient. Unknown at this time if an autopsy will be performed.

Manufacturer narrative:
Conclusion: the cine files were received but were unable to be accessed by medtronic personnel for review. Attempts to obtain new copies of the cine files were unsuccessful. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Hypotension is a known potential adverse effect per corevalve instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, the hypotension was most likely was due to the occlusion of the left main coronary artery (lmca). Emergent coronary intervention is a known potential adverse event as documented in the IFU. From the available information a conclusive root cause of the occlusion could not be determined. Based upon the hospital report, this occlusion could potentially be attributed to an embolism (with the history of endocarditis there were noted heavy calcification and a 10 mm floating structure) and the valve-in-valve procedure with low flow to the left coronary sinus, as reported. The root causes for the reported clinical observations could not be determined. Medtronic will continue to monitor for similar events.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4)